Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that field service engineer attempted to load new CT exam from pacs when a communication failure occurred. Field service engineer had already initialized rosa using previously-registered phantom head patient folder so robot was already connected to controller and in the home position. No force was being applied to robot arm and vigilance device was not pressed. Field service engineer re-initialized system, re-loaded CT exam, and attempted to re-connect to controller when second communication failure occurred. Device was unplugged from power source for 1 minute, reset emergency stop button, and was re-initialized.

Manufacturer narrative:
Following the investigation of the data log files from the subject event it was determined that the root cause is two known bugs.